Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that there were 3 plans made for the procedure. The first electrode was implanted and a spin was taken with the imaging system, but after the exams loaded, all the plans were zeroed out. They had to redownload the plan from the planning station, after awhile they reappeared as planned. The first plan was restored, then after awhile, plan 2 appeared. The surgeon was very advanced in using navigation and noted it to be unusual behavior. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735738. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.